Event description:
It was reported the patient was revised for instability. All implants were revised except for the patella which was left as is. No further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs ----------------------------------------------------- 42500006401 femur cemented posterior stabilized narrow left size 8 lot# 65037733 MDR: 3007963827-2024-00058 42557000114 stem extension tapered cemented 14mm dia 30mm length lot# 65264435 MDR: 0001822565-2024-00709 42532007101 tibia cemented 5 degree stemmed left size e lot# 65096881 MDR: 3007963827-2024-00059 additional associated product ------------------------------------------ 42540000032 all poly patella cemented 32mm dia lot# 65144603

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Investigation could not be confirmed by the information provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.